Event description:
It was reported that the programmer was unable to be updated via the software distribution network. It was noted that it would connect but then there would be no progression. Troubleshooting that was suggested were wiggling the ethernet cable and xircom card, replacing the xircom card, trying another location, using the universal serial bus and cycling the power to the programmer. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit was unable to be updated via the software distribution network and therefore the hard drive was reconfigured and the software reloaded. Analysis further noted that the unit failed several link electronic module (lem) tests at its final test and the lem was therefore replaced and calibrated. (B)(4).